Event description:
It was reported that the foley catheter would not deflate. Customer removed about 2ml of water and then it stopped. They have already cut the inflation port. Representative discussed on gently aspirating in attempt to withdraw the remaining fluid out. Also, discussed about cutting the inflation port to see if the water would come out this way. And explained that the patient might need to go to radiology to have the doctor try to manipulate the balloon using a stylet or guide wire. Then to safely remove the foley catheter under direct visualization.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Water was introduced into the inflation lumen and no obstruction observed to impede the flow. However, due to poor sample condition of the returned sample, a complete evaluation could not be performed. Therefore, the reported event is inconclusive due to poor condition of the returned sample. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation of needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter would not deflate. Customer removed about 2ml of water and then it stopped. They have already cut the inflation port. Representative discussed on gently aspirating in attempt to withdraw the remaining fluid out. Also, discussed about cutting the inflation port to see if the water would come out this way. And explained that the patient might need to go to radiology to have the doctor try to manipulate the balloon using a stylet or guide wire. Then to safely remove the foley catheter under direct visualization.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter would not deflate. Customer removed about 2ml of water and then it stopped. They have already cut the inflation port. Representative discussed on gently aspirating in attempt to withdraw the remaining fluid out. Also, discussed about cutting the inflation port to see if the water would come out this way. And explained that the patient might need to go to radiology to have the doctor try to manipulate the balloon using a stylet or guide wire. Then to safely remove the foley catheter under direct visualization.